Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The t:slim x2 user guide states: the auto-off alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's received an auto-off safety alarm and insulin delivery was stopped. The customer's blood glucose (bg) level was 240 mg/dl and insulin injections were administered to address the bg level. Tandem technical support informed the customer on how the auto-off safety alarm setting worked. The customer was to discuss the setting adjustment with a healthcare provider.